Event description:
It was reported that a stent inflation issue occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified mid-left anterior descending (lad) artery. A 3.50 x 16mm synergy megatron drug-eluting stent (des) was selected for treatment. However, during stent placement, a dog-bone deformation occurred due to the lesion. Three further attempts were made to inflate the stent using the stent balloon at 11 atm but all failed. The stent was post-dilated with an nc emerge balloon at 20 atm to resolve the dog bone issue and complete the procedure. There were no patient complications.